Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. This type of damage is consistent with resistance encountered while advancing the guide wire through the needle cannula during use which likely resulted in the damage observed. An investigation was previously implemented to address this issue. The investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.